Event description:
The hospital reported that a piece of a grasping forceps may have broken off inside a patient during a hysteroscopy procedure. An ultrasound and x-ray of the uterus did not reveal any unusual findings. There were no complications.